Manufacturer narrative:
Customer determined that the event was caused by the user and declined clinical or service support. The customer decided to handle this issue internally and would not provide any further info.

Event description:
A report was rec'd from a refractive specialist reporting that a customer experienced what they initially believed be an errant custom vue treatment. According to the report, the cylindar axis on the wavescan was almost 90 degrees off of the manifest and keratometry. The pt was treated with the wavescan treatment plans for a lasik vision correction and rec'd a significant induced cylindar in both eyes. Upon further investigation, the clinic discovered that the technician operating the wavescan reversed the eyes being scanned and ignored the wavescan warnings. The treatment plans were created for the right eye using the pt's left eye and vice versus. The customer reported that this was a user error and declined to provide any add'l info on this event including the name of the clinic where the event occurred and the serial number of the device.